Manufacturer narrative:
At this time the lancing device body/barrel issue and determined that there was no indication that the product did not meet specification. No product was returned for this complaint and valid serial or lot number was not provided. The available tripped trend reports were reviewed for ld-2 and lancing device were completed. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle lancing device ii "split-open" when attempting use. The customer was unable to use her lancing device and on (B)(6) 2020, she experienced "shaking and leg pain" and was unable to treat themselves .the customer went to the emergency room and a blood glucose of 58 mg/dl was obtained on the hospital meter and the customer was treated by the hcp with apple juice for hypoglycemia and had their blood glucose monitored. There was no report of death or permanent injury associated with this event.